Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to loss of capture and no sensing. Through x-ray, the lead was found to be dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected. Furthermore, pocket stimulation is a known medical risk for implanted pulse generator system.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.